Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Event description:
It was reported the patient¿s blood glucose reached between 320 to 380 mg/dl after wearing the pod between 4 and 24 hours on the hip/ buttocks. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided).